Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. P-cap or reservoir locks properly into place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 568 mg/dl and 550 mg/dl. Insulin pump had crack in back of it. The customer was treated blood glucose with an injection and bolus through pump. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. Insulin pump received insulin flow block alarm. Device will be returned for analysis.